Manufacturer narrative:
The device was not made available for testing. Section h codes updated to reflect.

Event description:
It was reported that the bed has alarm issues, possibly indicating the clinician is not alerted/aware of possible patient fall condition. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed has alarm issues, possibly indicating the clinician is not alerted/aware of possible patient fall condition. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.